Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) has been received for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issues.

Event description:
A facility reported that there was no power to the mlx 300w xenon lightsource (00mlx) and the unit kept blowing main fuses. The ac power to the power supply was disconnected and there was no ac power coming out of the rc filter. A substitute rc network filter was installed. It is unknown under which circumstance this event occurred; however, no patient injury or surgical delay was reported.